Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette sensor defective". The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 13-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) bezel screws were stuck in the chassis, the upstream occlusion (uso) seal was separating, and the dso seal was delaminating. Functional testing was performed, and the reported issue was confirmed. The dso sensor was non-reactive. The chassis, dso sensor, uso sensor, air detector, uso seal and uso seals were all replaced.